Event description:
This patient had a stent implanted in the left subclavian artery in 2006. During another procedure at a later date it was discovered that the stent had fractured and separated. This was an incidental finding, as the patient was having no signs or symptoms. The physician placed another stent using a bridging technique to bridge the separated palmaz stent. The procedure was successfully completed without any patient injury. The product was not available for analysis. A DHR review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies as well as the stent device history record. All these reviews confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well. Biomechanical forces can lead to strut fatigue and fracture. The exact etiology of the stent fracture is not clear from the information provided. However, it has been hypothesized that rhythmic pulse wave propagation might act as a phasic stress on the stent, thus causing trasverse fracture at the site of maximal vessel curvature. In this case, lesion/vessel characteristics may have contributed to the reported event.